Event description:
It was reported that the iab was inserted in a patient with strong calcification in her abdominal aortic and mild calcification in her thoraci area. The day following insertion of the iab, the pump experienced helium leak alarms and blood was seen in the helium tubing. The iab was removed without any patient compliations.

Event description:
It was reported that the iab was inserted in a pt with strong calcification in their abdominal aortic and mild calcification in their thoracic area. The day following insertion of the iab, the pump experienced helium leak alarms and blood was seen in the helium tubing. The iab was removed without any pt complications.